Manufacturer narrative:
Initial and final MDR 1887217 - MDR 3003442380-2024-08165 - device 1 of 2. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states: it was reported that patient faced two infusion sets fell off during use event on (B)(6) 2024 and (B)(6) 2024. For both the events the infusion set was in use for 1 to 2 days. The blood glucose level at the time of both events was 300mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. No further information available.